Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Analysis found the device to have a low battery voltage and the longevity was below expected limits. Automated testing found no high current sources, however, a high current state was observed in the rf module during (B)(4) of the rf registers. The battery was sent to the vendor. No anomalies were detected. The cause of the battery depletion could not be determined.